Manufacturer narrative:
Complaint trending report review for the architect anti-hbc igm assay determined that there were no trends associated with the complaint issue. Return testing was not completed as returns were not available. Since the reagent lot was not provided lot specific analysis could not be performed. A review of the product quality history for the assay did not identify issues associated with issue. Additionally, labelling was reviewed and found to adequately addresses the current issue. No systemic issue or deficiency of the architect anti-hbc igm assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) igm, list 6c33, that has a similar product distributed in the us, core-m, list number 6l23. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided. Refer to related manufacturer report numbers 3002809144-2020-00132 for the device evaluation of the architect (B)(6) assay and 3008344661-2020-00017 for the device evaluation of the architect (B)(6) assay.

Event description:
The customer obtained false negative architect (B)(6), (B)(6) and (B)(6) igm results for one donor. The customer indicate the sample generated positive results for (B)(6) dna nat and (B)(6) (258.05 miu/ml) assays from roche. No impact to patient/donor management was reported.